Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor (icm) was noted with alerts for atrial fibrillation (af). Electrogram gain view suggested visible p-waves and premature atrial contraction (pac) only. Intermittent oversensing also contributed to inappropriate af detection. The oversensing was possibly due to myopotential. As the oversensing occurred only occasionally, the patient will be monitored only, and no changes were made. The patient was stable.